Event description:
Healthcare professional reports band removed due to "tubing protruding through the skin".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing others was broken with striations consistent with surgical end cut to remove the device.

Event description:
Healthcare professional reports band removed due to "tubing protruding through the skin."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report.